Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2021-00776; 540-00-000, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
It was reported that patient had a humeral fracture so a new condyle was put in.

Manufacturer narrative:
Correction in e1 establishment name.